Event description:
It was reported that the patient felt like the implantable neurostimulator (ins) had moved downward. It was creating pain in the patient¿s right leg, in the past 3-4 weeks prior to the report. The patient would be walking and felt like her right leg was broken. There was right hip and leg pain the past 3-4 weeks. The patient had an appointment on (B)(6) with their healthcare provider (hcp). The patient wanted a manufacturer representative there for programming. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Contconcomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).